Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Gastric-intestinal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced heartburn and was treated with 40mg of pantoprazole. On an unreported date, the patient underwent an egds, which revealed a decubitus to the pylorus and to the upper knee of duodenum. It was reported that the j tube was not recognized in the duodenum area; therefore, the j-tube was cut and expelled 20 days later via rectum. On an unreported date, the heartburn had resolved. The patient continued duodopa therapy through the peg tube.